Manufacturer narrative:
One impl scr-v mini sbm 3.3mm 3.5mm 10mm (svmb10) was returned for investigation. Visual inspection of the as returned product identified that the implant had fractured at the threads and presence of some foreign material. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID: (B)(6). Reporter's zipcode unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured and had to be removed. Tooth location 4.